Event description:
Pt was having percutaneous transluminal coronary angioplasty when stent placement did not deploy properly. Stent had to be removed in surgery. Pt had CABG x 2 and removal of stent. Pt did well after surgery and was discharged home in normal sinus rhythm. On 3/3/98.